Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6)2024, a distributor via (B)(4) reported that an ar-3600d-2h drill for a hip fibertak suture anchor broke during use. This issue occurred when the surgeon put in the first anchor of a labral repair. The trajectory of the drill & guide was good; when the surgeon drilled to the guide's hard stop, the drill tip broke off in the bone. The surgeon was able to burr around the drill bit & use a chondral pick to create space around the drill bit. The surgeon then grasped the end of the drill bit with a kingfisher & removed the broken piece and confirmed. No adverse effects on the patient were reported, and no secondary surgery was needed. This was discovered during a hip arthroscopy procedure with labral repair on (B)(6)2024. Additional information was received on 10/08/2024: there was 8 minutes of case delay with no added anesthesia administered.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.